Event description:
During the index procedure, two endeavor sprint drug-eluting stents were implanted in the rca. Approximately 53 months post index procedure, the patient expired. Cause of death listed as ¿respiratory failure¿. Death was reported as a sudden death. Investigator assessed that the event was not related to the study devices. No intervention reported.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (death). (B)(4).

Event description:
Cec adjudicated the patient death as non cardiovascular. Severe pulmonary hypertension also listed as a cause of death. Secondary causes listed were cad and hypertension.